Event description:
A customer contacted baxter's global technical service center to report when the patient line primes it shoots solution out of the top. The technical service representative (tsr) explained the patient line primes by gravity only and having more than one bag would make the patient line prime more. The tsr instructed the hp to only place the heater bag on top of the machine when setting up, this would allow the machine to prime the patient line properly. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed due to unknown lot information. Based on the information obtained from baxter's investigation, the root cause of the report was use error; the patient stacked the solution bags on top of each other during therapy. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.